Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) at max output. The patient experienced diaphragmatic stimulation as a result. The lead was explanted and replaced. No additional adverse patient effects were reported.